Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was likely a piece of o-ring from an unknown source. A definitive root cause could not be established at this time. While the foreign material was not able to be identified the occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU of the subject device states not to suction solid matter or thick fluids, and how to handle device when they are suctioned as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus (oekg) was informed via repair request that the customer gastrointestinal videoscope has ¿no flow from the main air/water system¿. The customer reported issue was found during an unspecified event. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The olympus initial inspection could not confirm the customer reported issue, however, an olympus test instrument could not be inserted due to clogging inside the instrument channel. It is possible a foreign material is clogged inside the instrument channel. The inspection also found the bending angulation is insufficient, the adhesive of the bending section cover is lifting, the flexible insertion tube is buckled, the switch unit box has physical damage, the device failed the electrical insulation test. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The reported phenomenon was observed after a diagnostic procedure. The same equipment was used to complete the procedure. There was no fragment that fell into the patient and no impact to the patient.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to the device evaluation results and additional information regarding the reported event. The referenced scope was returned to the olympus repair center. The repair evaluation identified the instrument channel port was clogged by a foreign object. The object appears to be a piece of black o-ring however, it is external to the scope as all o-rings from the scope are correctly in place. There was no defect to the reported air/water function and once the foreign object was removed there was no defect to the instrument channel port observed. Additionally, the connecting tube is wrinkled and scratched. Switch button 1 is cut, the control knobs have play and there are insufficient angulations. Switch button 2 is scratched. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.